Manufacturer narrative:
Surgical conversion to open repair is labeled in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Specific to cannulating the contralateral limb, the IFU lists several factors to consider that if followed, may prevent difficulty from occurring. During main body placement, the contralateral limb should be slightly anterior to the origin of the contralateral iliac, which can be verified by the gold marker on the contralateral limb. The IFU states to confirm location of renal arteries prior to fully deploying contralateral limb. The IFU states to verify contralateral limb is at least 5mm above the aortic bifurcation. The device was used off-label because of anatomical exclusion. The physician reported difficulty cannulating the contralateral limb, eventually requiring conversion to uni-iliac repair and fem-fem bypass. The vessel wall "flattened" as the right iliac leg pulse was reduced. At this time, there is no evidence to suggest a process or design induced failure of the device resulted in the reported difficulty. Pt anatomy and/or user technique are possible contributing factors. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk migration is not required at this time.

Event description:
On (B)(6) 2010, an (B)(6) female pt underwent aaa repair. The pt's anatomical form was not suitable for the procedure because the diameter of both common iliac arteries were more than 20mm. After the contralateral limb was deployed, the physician attempted to cannulate in it, but failed. He then deployed the ipsilateral limb and tried up-and-over approach, but failed. Then he inserted a wireguide from the left brachial artery to approach the contralateral limb, but failed. As time advances, the distal right (contralateral) leg pulse was reduced, so the physician decided to convert to perform a fem-fem bypass following placement of a converter and a iliac plug. The procedure was completed without any endoleaks. The pt was doing fine after the procedure. The pt was doing fine after the procedure.